Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that " a second like device was being used and it also broke please confirm that the second needle broke and was this second piece retrieved from the patient? A manufacturing record evaluation was performed for the finished device lot pl6707, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note:  events reported in 2210968-2020-03977 and 2210968-2020-03978.

Event description:
It was reported that a patient underwent an open hysterectomy procedure on (B)(6) 2019; and a suture was used. During the procedure, the tip of the needle broke off inside the patient. The tip was found by visual observation. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported that " a second like device was being used and it also broke please confirm that the second needle broke and was this second piece retrieved from the patient? Answers: yes, the second piece was retrieved from the patient. No patient consequences.